Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The universal handle assembly was returned with a fractured handle sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue part of the handle/impactor cracked. No pieces fell into the patient. No direct impact on the patient. It is unknown how many times the instrument has been used. Surgery was completed with same device from a different set. No adverse events have been reported as a result of the malfunction.